Event description:
It was reported that the patient has been waking up during the night around the same time with their heart pounding. This was felt to be caused by the capture management and as such, capture management will be turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.